Manufacturer narrative:
(B)(4). Product code: phx. Concomitant products: comp rvrs 25mm bsplt ha+adptr r cat#010000589 lot#351760. Visual examination of the provided pictures identified the taper adaptor part and lot information is verified. Evidence of wear is present; scratches on the surfaces where the baseplate and taper adaptor mate. No product was returned or pictures provided of the baseplate; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple medwatches are associated with this event; please see associated report: 0001825034-2022-01311.

Event description:
It was reported that a patient was revised approximately 2 months post implantation due to disassocation. Attempts to obtain additional information have been made; however, no more is available.